Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Gap balancer broke during gap balancing. Case type: tka.

Event description:
Gap balancer broke during gap balancing. Case type: tka.

Manufacturer narrative:
Product available to stryker. An event regarding crack/fracture involving a mako other instrument was reported. The event was not confirmed. Product evaluation and results: not performed as no product was returned. Clinician review: not performed as no medical records were received for evaluation. Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is required such as return of the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.